Event description:
As reported, during deployment of a 55cm optease retrievable vena cava filter, the filter was not fully expanded and had to be removed. As a result, an unknown snaring device was used to remove the 55cm optease retrievable vena cava filter, and a new optease vena cava filter of an unknown size was used without issue. The event did not cause a condition that required hospitalization or prolongation of existing hospitalization. This was during a procedure to place a vena cava filter due to deep vein thrombosis (dvt). There was no thrombus, calcification, tortuosity, or stenosis present at the delivery site. Anticoagulation therapy was not given due to a contraindication for anticoagulation. The vena cava was oval in shape and was measured at 28mm in diameter. The thermal indicator for the 55cm optease retrievable vena cava filter was not activated prior to using this device. There was no resistance experienced during advancement of the deployment sheath, or during advancement of the filter to the target site. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was reported that the entire filter was not under-expanded. It was also reported that the device did not separate during this procedure. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17989508 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during deployment of a 55cm optease retrievable vena cava filter, the filter was not fully expanded and had to be removed. As a result, an unknown snaring device was used to remove the 55cm optease retrievable vena cava filter, and a new optease vena cava filter of an unknown size was used without issue. The event did not cause a condition that required hospitalization or prolongation of existing hospitalization. This was during a procedure to place a vena cava filter due to deep vein thrombosis (dvt). There was no thrombus, calcification, tortuosity, or stenosis present at the delivery site. Anticoagulation therapy was not given due to a contraindication for anticoagulation. The vena cava was oval in shape and was measured at 28mm in diameter. The thermal indicator for the 55cm optease retrievable vena cava filter was not activated prior to using this device. There was no resistance experienced during advancement of the deployment sheath, or during advancement of the filter to the target site. The obturator remained fixed while the deployment sheath was pulled back over the obturator. It was reported that the entire filter was not under-expanded. It was also reported that the device did not separate during this procedure. The product was not returned for analysis. A product history record (phr) review of lot 17989508 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter-incomplete expansion¿ could not be confirmed without the return of the device, nor a cause conclusively be determined. There are procedural and or handling factors that may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿filter release (or deployment) is performed under continuous fluoroscopy. Prior to releasing the optease® retrievable filter from the sheath introducer ensure that: a) the intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and b) the filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter.¿ additionally, the IFU warns users ¿the optease® retrievable filter should only be used by physicians who are trained in diagnostic and percutaneous interventional techniques, for instance placement of vena cava filters. Neither the phr nor the photo analysis available suggests that the reported events could be related to the design or the manufacturing process; therefore, no corrective/preventive actions will be taken at this time.